Event description:
Related manufacturer report number: 2017865-2023-05244. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The physician suspected the noise was due to lead damage associated with tight sutures on the suture sleeve, however, lead damage was not visually observed. Diagnostic imaging was performed and no anomaly was observed. Provocative testing was performed and the noise was able to be reproduced. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing of noise was confirmed. As received, a complete lead was returned in one piece. Multiple external insulation abrasions were found proximal to the suture sleeve tie impression, breaching the outer insulation, and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zones which is consistent with friction to the device can.